Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent hypoglycemia, including overnight and some postprandial lows, while otherwise reporting good overall time in range; the user was advised to adjust cgm targets to a lower daytime target and a higher sleep target and to treat lows with smaller amounts of oral glucose and consider a lower-carbohydrate snack with protein to reduce secondary lows. Symptoms included low blood glucose episodes. Outcomes included no reported hospitalization and no reported alerts or alarms. Investigation included clinical follow-up by a diabetes specialist and attempts to obtain additional blood glucose information. Investigation of this case revealed the need for user education regarding treatment of hypoglycemia and adjustment of glucose targets, with cause of the hypoglycemia remaining unclear. It was concluded that the event was user-managed with guidance and that additional information from the customer is required to further assess causality. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.